Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h10 the certas valve was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
The mother of a 13 month old male patient reported: "my 13 month old son has a codman certas shunt installed back in (B)(6) 2022. We raised the pressure level from 3 to 6 within the coming months. This tuesday (B)(6) 2023, we had an MRI scan. Three hours after the scan, we had the pressure checked as recommended, and saw that the pressure level changed to 4. The neurosurgeon tried changing it back to 6 a few times, with no luck. It is stuck at 4 which is a lower pressure level than we wanted. The MRI scan most likely caused the malfunction."